Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 500 mg/dl. Customer experienced blood glucose levels of 400 mg/dl , 300 mg/dl, 348 mg/dl, 208 mg/dl and 181 mg/dl. Customer was treated with insulin pump. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.